Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a false vancomycin (vanc) result, which yielded a suppressed result with a flagged - reaction absorbance high flag, on one (1) neat sample from a single patient generated by the unicel dxc 800 synchron chemistry analyzer. The laboratory technician diluted the sample up to 1:4 dilution and received a result of <3.5 ug/ml. The laboratory technician questioned the results and no reports were submitted out of the laboratory. The customer sent the patient sample to a reference laboratory and yielded a result of 25 ug/ml, which was reported out of the laboratory. The customer indicated that the patient has been on vanc treatment for 10 days during the time of the event. Affect to patient treatment is unknown. According to the customer, based on the results from the reference lab, the physician may have increased the vanc dosage per the false result reported.

Manufacturer narrative:
It is unknown if the patient samples were collected at trough or at peak level intervals for the vanc chemistry. Controls were run before this incident and the results were within established ranges. The customer indicated that there is no issue with the instrument, thus this event appears to be a patient specific issue. Service was not requested for this event. This report is related to MDR 2050012-2011-04000 that is reporting on a different date, for the same patient, and for a similar event that occurred at this customer site.